Event description:
It was reported the patient had spasms during a CT scan when the stimulation had been turned off. Additional information has been re quested, but was not available as of the date of this report.

Event description:
Additional information indicated last time the patient had been seen by the manufacturer representative was on (B)(6) 2012 and her implantable neurostimulator (ins) was reprogrammed then. It was stated that the system was working as designed and there were no impedance issues. The patient used the stimulation to try and defuse the spasms she had, her disease had progressed to the point that the device was unable to help her. Her healthcare professional (hcp) "kept trying to work with it and her and was not sure what to do next." The hcp had tried lowering her pulse width and putting her at a higher pulse rate with no effect. It was stated that the patient was to have an appointment on the day of the report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. Device used for off label indication. The indication the device was used for is motor cortex stimulation. (B)(4).